Event description:
Rv lead was explanted due to low bipolar impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The suture sleeve, insulation and conductor coil were found squeezed and damaged at 22 cm distal to the is-1 connector pin, which is assumed to be the root cause of the low pacing impedance. These damages probably occurred during the implantation procedure while tightening the suture sleeve to the lead body. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead was explanted due to low bipolar impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.